Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a device change out procedure, the physician had difficulty removing the lead from the pulse generator header due to a stripped setscrew. The device was explanted and replaced. There were no adverse consequences to the patient.